Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump was experiencing small prime volumes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a rewind, load, and prime step were completed successfully. The cartridge was correctly recognized by the piston rod at 180 units. A force sensor calibration test was performed and the force sensor was found to be out of calibration. The pump was opened and no internal pump issues were found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. No conclusion can be made at this time.